Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they experienced continuously high blood glucose level and their healthcare professional did not trust the insulin pump anymore. Customer's blood glucose level was 16.5 mmol/l. Customer tried different infusion sets together with healthcare professional, but the infusion set had not any issue. Customer stated that the something wrong with insulin pump. Insulin pump will be returned for analysis.